Event description:
It was reported that the patient experienced a low blood glucose event to 68 mg/dl while using the ilet, with cause unclear, and treated it with oral carbohydrates, after which glucose stabilized and the patient was without symptoms. Symptoms included no clinical effects reported. Outcomes included no long-term impact and no hospitalization. Investigation included case review and troubleshooting with user education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and no component-specific issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted..